Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t1-l3 to treat scoliosis. It was reported that the set screw would not break off. The screw was removed and a new screw was successfully implanted. No patient complications were reported.